Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (blank screen) issue. The reporter alleged that the display was blank after changing the battery. It was noted that multiple new batteries were installed without resolving the blank display screen issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 03/26/2014 - device evaluation: the pump has been returned and evaluated by product analysis on 03/07/2014 with the following findings:a review of the pump history showed that call service alarms were recorded on 02/05/2014. During testing, the pump powered on to the ¿verify¿ screen with no problems with missing segments or dim colors. The complaint of the blank display was observed in the pump history but was not able to be duplicated during investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.